Event description:
Customer returned the device for evaluation and repair of an issue of loose elevator plug causing air leak occurring during device evaluation. There is no patient involvement. Upon evaluation of the returned device, it was observed that there is a gap in the adhesive between acoustic lens and ultrasonic probe. This medwatch is being submitted for the reportable issue of the gap in the adhesive between acoustic lens and ultrasonic probe as observed during device evaluation.

Manufacturer narrative:
The device is returned, and an evaluation completed for it. Upon inspection and testing, it was observed that there is a gap in the adhesive between acoustic lens and ultrasonic probe. Other observations for the device: t-nut in the forceps elevator plug is loose; due to wear of forceps elevator lever, up/down knob cannot be locked securely; grip has a crack; elevator channel plug is sticky; switch box has a scratch; adhesive on distal end rubber coating (a-rubber) has a crack; and connecting tube has coating peeling. The user¿s complaint loose elevator plug causing air leak was confirmed. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a specific cause of the gap between the acoustic lens and ultrasonic probe could not be identified. The event can be detected/prevented by following the instructions for use which state: "do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.